Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 10seconds, the balloon ruptured. The device was removed without any problem and a pinhole at the center of the balloon was observed. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.